Manufacturer narrative:
Received the following article and presentation regarding this event. Please reference article:  gerçek, muhammed, et al. "A case report: intravalvular regurgitation during percutaneous valve-in-ring implantation due to eccentric bulging of a balloon-expandable valve in a patient with severe right heart failure." European heart journal: case reports 3.4 (2019): 1. Please reference europcr presentation: "tricuspid valve-in-ring implantation. Intravalvular regurgitation due to eccentric bulging of a balloon-expandable valve in a patient with severe right heart failure". Speaker: muhammed gerçek.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6, h10imagery was provided and the following was observed: sapien 3 deployed within angioplasty ring. Central regurgitation due immobile leaflet caused by eccentric bulging of the valve stent. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other additional complaint related to the reported event. A review of complaint history on confirmed device complaints (returned and no product returned) from december 2017 ¿ november 2018 revealed the following for the sapien 3 valve (all models and sizes) for the reported  inadequate coaptation-in patient and central regurgitation. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. It should be noted that the thv was deployed in a pre-existing tricuspid ring. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manuals in this section for a tf procedure in the aortic position were reviewed for relevant guidance for an s3 implant using a commander ds. Due to the observed complaint, instructions for use IFU and device prepping manual, and training manual for sapien 3 with commander delivery system were reviewed. The edwards sapien 3 valve, edwards commander delivery system and accessories are indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The complaints for leaflet ¿motion restricted¿ in patient, and valve ¿ regurgitation ¿ central leak were confirmed, using the imagery provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the procedural training manual is not currently indicated for s3 deployment in a tricuspid ring. As stated in the complaint description, the s3 valve was deployed within an edwards mc3 tricuspid annuloplasty ring. It is likely that the shape of the ring prevented the s3 valve from deploying properly resulting in eccentric bulging of the valve. Per the IFU, the valve must be fully deployed to properly function. If the valve was not properly deployed, it is likely that leaflet functionality would have been impacted and regurgitation would have been observed. Available information suggests that procedural factors (non-concentric deployment) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), post placement of the 29mm sapien 3 valve in the tricuspid position inside a pre-existing tricuspid ring, one of the leaflets stayed in open position and therefore a second valve was implanted (viv). As per medical opinion, the non-functioning leaflet might be related to a asymmetrical expansion of the valve (due to the ring).

Manufacturer narrative:
The sapien 3 (s3) with the commander delivery system (ds) is currently indicated the edwards sapien 3 valve, edwards commander delivery system and accessories are indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). The device was not returned for evaluation, as it remains implanted in the patient. No photograph/video/imagery of used device was provided with the complaint. A device history records (DHR) review performed did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other similar complaint for the related work order. A review of complaint history for sapien 3 (all sizes) from december 2017 to november 2018 revealed other similar complaints with returned valves. The complaints were unable to be confirmed and no manufacturing non-conformances were identified during evaluation. Available information suggest that procedural factors contributed to the reported events. A review of complaint history revealed that the occurrence rates did not exceed the november 2018 control limits for applicable trend categories. It should be noted that the thv was deployed in a pre-existing tricuspid ring. In germany, the sapien 3 with the commander delivery system is currently indicated for native aortic valve replacement.  Therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. The instructions for use (IFU), device prepping manual, and training manual for sapien 3 with commander delivery system were reviewed for relevant guidance for an s3 implant using a commander ds. No IFU/training deficiencies were identified. The following manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. Sapien 3 components are inspected. Frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions; 100% dimensionally inspected and 100% visually inspected by manufacturing for scratches, grooves, and deformation using 10x magnification after cleaning and drying cycle. Leaflet components undergo multiple inspections. Leaflet thickness is measured per process sheet/ work order requirements. Leaflets are 100% tested and grouped by deflection category for subsequence process. Die cut leaflets are dimensionally inspected and visually inspected on sampling basis under 8x magnification. Die cut leaflets are 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Prior to final packaging, 100% visual inspection is performed ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for leaflet motion restricted in patient was unable to be confirmed, as no relevant procedural video/imagery were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, it is likely that the shape of the ring prevented the s3 valve from deploying properly and may have led to the valve being under deployed. Per the IFU, the valve must be fully deployed to properly function. If the valve was not properly deployed, it is likely that leaflet functionality would have been impacted. However, there is insufficient information to determine a definitive root cause at this time. Since no manufacturing non-conformance, or labeling/IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the november 2018 control limits for applicable trend categories, no product risk assessment, corrective or preventative action is required at this time.